Event description:
In the or, following mitral valve replacement, transfer to intensive care unit was imminent when pt's condition deteriorated. The chest was opened, pt arrested, activated clotting time protocol was implemented. Heparin was administered. The pt was placed on normothermic cardiopulmonary bypass emergently. The activated clotting time was > 999 second. The initial flows, pressures, oxygen transfer, and carbon dioxide removal were normal. After 40 minutes on cardiopulmonary bypass there was a sudden drop of arterial flow from 4.2lpm down to 300cc/min. Pt became hypotensive. Despite increasing rpm's of the bp-80 centrifugal pump, arterial blood flow remained low 200-300cc/min. A high inlet pressure was noted by virtue of a blood spray that was coming out a connection site proximal to the oxygenator. Attention was directed to the arterial line and cannulation sites. No obvious problem with either arterial and venous cannulation sites was found. The arterial cannula was clamped and then separated from the arterial line. Attempts were made to pump the arterial blood into a bowl, but only a small flow could be seen. At this time the decision was made to change out the oxygenator. With the new oxygenator in the circuit, cardiopulmonary bypass was started and normal flows, pressure, and gas exchange occurred. However, the pt's condition continued to decline and she subsequently expired in the or.